Event description:
In this event it was reported that a hedstroem file separated. The separated piece was surgically removed.

Manufacturer narrative:
Therefore, because medical intervention was necessary to preclude a serious injury, this event meets the criteria for reportability per 21 cfr 803. The device was returned and evaluated and found to be within specification.